Manufacturer narrative:
Covidien was told the device is not available to be returned for evaluation. On august 19, 2008, representatives from both philips and covidien were at the facility to evaluate the sensor/oximetry setup. Both representatives concurred that the placement of the sensor may have contributed to the inaccuracy of the spo2 reading in this incident. It was observed that the sensor was placed on the patient's long fingernail. Accuracy of spo2 reading is dependent on the placement of the sensor, where the led and diode components are properly aligned. Per direction for use (dfu) of the max-a sensor, 'failure to apply the max-a properly may cause incorrect measurements.' In addition, the dfu also states 'each nellcor oximax-compatible instrument manufacturer is responsible for determining optimal compatibility conditions and settings for its instruments to provide safe and effective use of each nellcor oximax sensor.

Event description:
Covidien received report in which the max-a sensor was providing high spo2 reading while in use with another company's pulse oximeter setup. The monitor was reading 95% spo2, while the arterial blood gas (abg) showed 78%. The patient was intubated and put on a ventilator.